Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H.10. Livanova USA inc. Manufactures the customized perfusion pack. The incident occurred in (B)(6). Customer has indicated that they have even tie banded these connections. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that suction and prime lines or lines disconnected from a competitor reservoir during support. There is no patient injury.

Manufacturer narrative:
H11: pictures were not available, and the samples were requested for investigation, but were never received. Review of complaints database revealed that a similar event was recorded for this perfusion tubing system (pts) pack code in the past (ref. MFR#1718850-2023-00023), however no concerning trend related to this issue has been identified. Based on the above, considering that complained connections are not performed in livanova manufacturing and that no physical investigation could be performed on affected units, the most likely root cause of the event was an improper connection assembled by the customer at their facility.